Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016, around 9:30 am, he drank some coffee and took his glipizide. He then checked his glucose using his adc blood glucose meter and received a reading of 349 mg/dl, which he subsequently believed was "too high". Customer self-administered 32 units of unspecified insulin, noting this was "higher than the 16 units (he) normally takes". After injecting the insulin he began to feel "dizzy" and his "sight was blurry", so he self-presented to a nearby va clinic where a reading of "below 90 mg/dl" was received on their device. Customer was reportedly diagnosed with hypoglycemia and given orange juice to drink. Customer also reported receiving a reading of 120 mg/dl, received at approximately 10:00 am on the adc meter compared to a reading of 98 mg/dl - 100 mg/dl on the clinic's meter, at the same time. A subsequent reading of 117 mg/dl was received on the clinic meter and he was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.